Event description:
The laboratory observed changes in the insulin-like growth factor (igf-1) medians over time on an immulite 2000 instrument. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The cause of the changes in igf-1 medians over time is unknown. An urgent field safety notice (ufsn), ufsn 4005 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00385 was filed on (B)(4) 2012. (B)(4) 2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(4) 2012. The crr number is 2432235-11/28/2012-007-c.